Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. While making the knot, the suture broke. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatches 2210968-2013-00624 and 2210968-2013-00626. The same patient is represented in each medwatch.